Event description:
A doctor reported that a memory lens iol had been explanted. The lens had originally been implanted in the left eye of a patient in 1999. No post-operative complications were reported. At follow-up examination in 2001 a lens opacity was observed. The lens was explanted and replaced in 2003 in combination with vitrectomy and reconstruction of the pupil for centrated coloboma. Corneal status immediately post-op reported as folds+. Visual acuity reported as 0.7 os at follow up visit 7 days later. Patient reported as stable and in good to excellent condition. No further information is available.